Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 24, 2014 to january 27, 2014. Evaluation summary: visual inspection identified a ruptured reservoir. Microscopic examination of the reservoir identified a marking near the rupture line. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was unable to be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a half day infusor ruptured. This occurred after filling the device with antibiotic. There was no patient involvement. No additional information is available.